Event description:
It was reported that the blade blocked on the impactor. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The additional evaluation revealed that the present devices were analyzed for conformance to print specifications as well as the device history records were researched; no abnormal findings were identified. There are heavy stress marks all over the blade and the first thread flank of the internal locking screw is damaged, which indicates excessive use. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. But as there were no details about the event provided we are not able to determine how or when these damages occured and in which relation they are with the blocking of the blade. No product fault could be detected.